Manufacturer narrative:
D10 concomitant product: vlls10gen, vlls10gen ls series vessel sealing gen, (sn: unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a procedure, after just 15 minutes of surgery, the device¿s jaw locked in the closed position, and it would not be opened (so tissue/vessel could not release). The device opened partially only once and got locked again, definitively. Another device used successfully with the same generator. There was no patient injury.

Event description:
According to the reporter, during a colorectal surgery, after just 15 minutes of surgery, the device¿s jaw locked in the closed position, and it would not be opened (so tissue/vessel could not release). Device opened partially only once and got locked again, definitively when applied to mesentery/mesocolon. Device was cleaned every 3 or 4 seals, only with a single compress. Another ligasure device used successfully with the same generator. There was no patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.